Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced upon power up. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The input/output board was determined to be the cause of the condition. The input/output board will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audio during an unspecified process step. There was no patient involvement. No additional information is available.